Event description:
The customer reported that clindamycin infused too fast. Details of the event were reported as follows: a nurse hung clindamycin (900mg) and used pre-programmed pump settings to infuse over 30 minutes. The nurse never left the bedside; she looked at the pump a few minutes later and the antibiotic had infused. The profile in use was ob. The tubing was not saved but would have been a model with a check valve as they only stock one primary set on that unit. There was no pt harm or medical intervention. The customer stated no further pt or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.